Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report # 3003742446-2006-00648. The product is not available for analysis. Add'l info will be submitted within thirty days upon receipt.

Event description:
Stent fracture occurred, distal to the 5mm overlap of the two cypher stents implanted in the proximal to mid left anterior descending (lad). At the fracture, there appeared to be an aneurysm. No intervention was performed. The pt was in stable condition.